Manufacturer narrative:
Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain and failed back surgery syndrome. It was reported that the patient's connector pin was broken and they were able to remove it out of the recharger. The patient reported they haven't used their ins for 6 months as they didn't need to use it but they had a flare up in pain and unable to use implant due to broken connector pin. Patient was unable to charge recharger or ins. No further complications reported and/or anticipated at this time.

Manufacturer narrative:
The report 3004209178-2018-24804 submitted immediately prior contained incomplete analysis results. The complete results are: the recharger c0533903 was found to have a broken connector, with the connector shell gone and the internal connector pins broken. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the ins was confirmed to have been overdischarged, however it was reported that there was no issue with the ins, and the cause of the overdischarge was the ins not having been charged, causing it to overdischarge. It was reported that this was confirmed with the physician or account. There were no reported complications and no further complications were expected.

Manufacturer narrative:
(B)(4) found evidence of a bent connector. (B)(4) applies to the recharger. (B)(4) applies to the implantable neurostimulator. (B)(4) apply to the recharger. (B)(4) apply to the implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products;: product ID: 37761, lot# c0533903, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient failed to charge their battery and the representative "conducted por". The issue was noted as being resolved. No further complications reported.